Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 2001m adult/child=10kg radiotrans electrd, physio control quik combo, device was being used on (B)(6) 2026 when it was reported ¿unable to shock vfib for 2 rounds of CPR before they got a new lifepack. As soon we shocked the patient, we got rosc. (Return of spontaneous circulation).¿. Further assessment was attempted but to date no further information has been obtained. The procedure was completed with the use of an alternate lifepack device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A device history record (DHR) review cannot be conducted as a valid lot number was not provided. (B)(4) should all the complaint devices have been found confirmed for this reported failure; the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect multifunction electrode for damage, wear and loose connections prior to use. Discard if any damage or wear is found. Do not open the multifunction electrode portion of the package until just prior to using the electrodes (pre-connect package only). Always apply electrodes to flat areas of skin. If possible, avoid folds if skin such as those underneath the breast or those visible on obese individuals. Inadequate pad adhesion can lead to arcing or skin burns. Poor electrode pad-to-patient contact may result in defibrillator alarm, prompt or other indication. Check all electrical and patient connections from the device to the skin. If the indication continues, refer to the defibrillator¿s instruction for use or consult the defibrillator manufacturer. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the that the 2001m adult/child=10kg radiotrans electrd, physiocontrolquikcombo, device was being used on (B)(6) 2026 when it was reported ¿unable to shock vfib for 2 rounds of CPR before they got a new lifepack. As soon we shocked the patient, we got rosc. (Return of spontaneous circulation).¿. Further assessment was attempted but to date no further information has been obtained. The procedure was completed with the use of an alternate lifepack device. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.